Event description:
The jetstream g2 catheter was used to treat a 30cm cto lesion from the sfa to the popliteal artery. The physician made two passes in the minimum diameter mode and two passes in the maximum diameter mode. The guidewire was noted to be subintimal, causing a dissection, in a portion of the artery. After treating the area for approximately 9 mins, the physician experienced difficulty in withdrawing the g2 over the wire. The retraction mode was attempted but the device stalled so the device and wire were removed from the body simultaneously. A piece of tissue was seen wrapped around the wire once outside the body. A new wire was advanced through the lesion and the case was successfully completed using balloon dilatation and stents. There were no additional pt complications and the pt is doing fine.

Manufacturer narrative:
There is no indication, based on the physical evaluation of the returned device and the case report, that the device failed to perform as intended (causing a malfunction) that led to the dissection. The report of difficulty with device removal and the device stalling came after the guidewire had been placed subintimally. Additionally, the IFU specifically states, "verify that the guidewire is in the central lumen of the vessel and is not sub-intimal."